Event description:
Reporter alleged that compact blood glucose test strips were missing the label that contains the expiration date. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A requested was made for the return of the suspect device, and replacement was sent.